Event description:
Procedure type: colon resection. According to the reporter: multiple needle-breaks (at several needle-fathom-combination). At last surgeon change to a product from a competitor. Pt injured, extension of op by more than 30 min, no blood loss, no change of op, no extension of incision, no loss or damage to tissue. The separate needle parts had to be search inside the situs - risk of stitch damage and risk of additional bleeding, perforation and infection.

Manufacturer narrative:
(B)(4).